Manufacturer narrative:
The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause for the issues was not identified. The following causes are likely what may have happened: ¿ failure occurred in the scope socket due to an excessive force applied when the scope was connected. ¿ led on the front panel blinked because communication with the scope could not be performed normally due to a defective scope socket and an abnormality was detected. ¿ or it was caused by excessive force applied to the front panel or accidentally hitting it against a hard object the instructions for use includes the following statements: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
Additional information for this event is not available as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection, it was observed that the all the led lights of the front panel, including the user¿s reported green ring around the power button, were flashing. The user¿s complaint was confirmed. This was attributed to the faulty scope socket.

Event description:
As reported for this event, the device power button had a flashing green ring around it. No reported adverse impact to any patient.